Manufacturer narrative:
B3: unknown (B)(6) one pump was returned for analysis in used condition. Visual inspection showed the device was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history logs found a high number of "high pressure" alarms, which point to a faulty downstream occlusion (dso) sensor. Functional testing found that the rtc battery records 1476 days, which is over limit. The investigation determined the cause of the issue was a faulty dso sensor. The dso sensor was replaced.

Event description:
It was reported that there was a sensor problem at cassette change. There was unknown patient involvement.